Event description:
Patient informed the pharmacist that recently he tried testing his blood sugar and his meter would not give a reading. Pharmacist called nova max and completed some troubleshooting steps with the customer service rep and confirmed that the machine was reading "e-3". The nova max rep informed the pharmacist that they will be sending the pharmacy a prepaid box in order to send the broken meter to the MFR for further evaluation.